Event description:
It was reported that the patient felt pain during pacing. Interrogation showed lead impedances had dropped significantly since implant. High threshold was also noted and that the lead had dislodged. Cardiac echo revealed perforation and minor pericardial effusion. The lead was repositioned. The patient was reported doing well after the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.